Event description:
Advance capsule delivery system would not deploy capsule. Upon second attempt, the capsule deployed proximal to the vocal cords. Capsule was then retrieved using a net device and then placed into the small bowel. [Estimated duration: (B)(6) 2011.]